Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was no image output due to printed circuit board and the video connector receiving lock locking lever failure. In addition, it was noted, the battery on printed circuit board had run out. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera elite video system center had no image output. There was no patient harm associated with this event.

Event description:
According to the reporter, the event occurred on (B)(6) 2022 during pre-use inspection. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer regarding the reported event and information based on the legal manufacturer's final investigation. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been almost 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. The likely cause of the customer reported no image was a failure of the printed circuit board. The likely cause of the inspection reported locking lever failure was a failure of the video connector locking part. The cause of both has not been determined. Olympus will continue to monitor the field performance of this device.